Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the wire tip peeled. The device was being used with an ultratome xl. The physician felt that the guide wire and catheter were "very difficult" to exchange. Both devices were removed and it was noted that the tip of the guide wire was peeling. A new guide wire was used to complete the case successfully with no patient complications. The patient was reported to be stable post procedure.